Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9 - date returned to mfg: 1/28/2025 one device was returned for analysis. Review of the event history log (ehl) showed a cassette detached alarm. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor due to fluid ingression. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette detection error. The relevant test was an accuracy test. There was no patient involvement, and no patient harm/adverse event reported.